Event description:
It was reported that the health care professional (hcp) wanted a review of reports for this pacemaker as the patient exhibited bradycardia after leaving the emergency room (ER). Technical services (ts) reviewed the reports and did not see any loss of capture (loc). Ts noted that the device's programming. Ts also stated that there were signal artifact monitor (sam) episodes from a couple of years ago. It was noted that the minute ventilation (mv) feature was disabled as a result. The device remains in use. No adverse patient effects were reported.